Event description:
It was reported that the right atrial lead exhibited high capture thresholds and was capped and replaced during a system upgrade. The patient was in good condition after the procedure and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.